Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer asked how to start instinct sensor. The customer also reported blank display, pump error 23 (post-reset ram crc alarm), loss of communication between pump and mobile application, pump turning off after battery replacement, damaged battery cap and assistance on pump software update. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-6102. Troubleshooting was performed for general documentation to start instinct sensor and the customer was discussed with the steps. Troubleshooting was performed for blank display and confirmed that the customer was using correct battery cap for the pump. The customer reported damage to battery cap. Troubleshooting was performed for pump error 23 and confirmed that customer was able to clear the error and complete the rewind process. Pump was stored without a battery for greater than 8 hours. Pump error occurred immediately after battery change. Troubleshooting was performed for loss of communication between pump and mobile application. Unpairing and re-pairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for battery replacement alarm and confirmed that it was less than 8 hours from low battery alert to replace battery now alarm. Troubleshooting was performed for damaged battery cap and confirmed damage to battery cap metal contact. Troubleshooting was performed for general documentation for assistance about pump software update. The customer was advised with the steps to follow. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Product return is not applicable for non physical device mmt-6102.